Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 26 mmol/l. Customer blood glucose level was 22.1 mmol/l. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that she was hard of hearing, is visually impaired, and was forgetful. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.